Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported a small hole was put in the parenchyma of the liver when inserting one of the lateral ports. With the gas insufflation there was a gas emboli to the heart. The pt barely survived. The surgeon does not feel there was a technical problem with the instrument, but wants to know better ways to use the trocar to avoid this type of problem. The surgeon is asking for all clinical studies done on this product. The pt's condition is not known at this time. The rep thinks the device was discarded.